Manufacturer narrative:
D3: correction. H6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that the pump had alarmed "no disposable." The settings were reviewed, and the pump was turned on and off, but the alarm returned. The patient was instructed to clamp the tubing, remove the cassette, massage the tubing, tap the cassette gently on a firm surface, and reattach the cassette. However, the alarm returned when the pump was restarted. The troubleshooting steps were attempted again, but the alarm persisted. The patient had a disconnect appointment that day. Assistance was provided to the patient in clamping the tubing and powering off the pump. The patient was advised to call the clinic for further instructions and stated their understanding. The event occurred while in use with a patient at patient's home. There was patient involvement, and no patient signs or symptoms experienced.

Manufacturer narrative:
E1: initial reporter phone: (B)(4). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.